Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera pedal was down. The site stated they could lift it up, but the pedal would fall back down like the spring was broken. The site had restarted with no change. The system logs showed the camera pedal was depressed. The site informed they may change out the system with a da vinci xi. The procedure was converted to another da vinci with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after port placement when the surgeon had sat down at the console. The camera pedal issue could not be resolved, so the customer brought in a da vinci xi to continue the procedure using the same ports. There was a 45 minute procedure delay due to the reported issue. There was no harm to the patient and the procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the foot tray. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The foot tray was analyzed and was found to be stuck when received. This foot tray was visually inspected, where it was found that the camera pedal was stuck in the unpressed position. A loose piece of a spring was also found inside of the foot tray bag. An attempt to press the pedal switch down resulted in the pedal being unable to move, confirming the pedal was stuck in the unpressed position. The area around and under the camera pedal was inspected, where no issues were found. The complaint was confirmed based on the field evaluation and failure analysis.